Event description:
It was reported that a patient developed a rash on the mouth and throat area after an impression was performed using aquasil ultra; it was reported that a crown preparation procedure was performed the same day using different products. No intervention was required to treat the symptoms, which reportedly resolved within several days of initially appearing.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.